Manufacturer narrative:
The thermatrx catheter was returned and analyzed. The catheter was rated "unsatisfactory." The catheter balloon was split and stretched. Balloon appears to have been punctured by a sharp object. Further investigation with this catheter is currently in process. When additional info is available, a f/u report will be sent.

Event description:
It was stated on (B)(6) 2011 that recently, date not provided, a thermatrx catheter collapsed during treatment. It was stated that there was no injury to the pt.